Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition, the pump battery was observed to be depleting quickly. Reportedly, the battery gauge went from a high percentage to 5% and the pump subsequently turned off. During troubleshooting, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 114-144 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.